Event description:
Clinical study: it was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the pt presented with in stent restenosis. The index procedure was performed using the right femoral approach, treating the 89% stenosed, 3.5x14mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.5x9mm balloon inflated to 10 atm's and the placement of a 3.x20mm taxus liberte. Post dilation was performed with a 3.5x9mm maverick balloon at 16 atm's resulting in 0% residual stenosis. The pt was discharged the next day on asa and clopidogrel. The pt returned for a scheduled 9 month f/u angiogram revealing a 76% restenosis of the target lesion with timi 2 flow. No thrombus was present. Treatment consisted of dilation resulting in 0% residual stenosis. Per the physician, the event relation to the study device was listed as "definitely".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.